Event description:
Same case as 2124215-2023-15763. It was reported that there was difficulty advancing a 14f isleeve introducer sheath within the artery and a dissection occurred. Procedure summary vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath (lot: 307796660) was advanced into position. The physician felt a heavy resistance while inserting into the patient anatomy. The physician removed the 14f isleeve introducer sheath (lot: 307796660) and advanced only the dilator of the 14f isleeve introducer sheath (lot: 307796660), however the same resistance occurred. A new 14f isleeve introducer sheath (lot: 30785558) was prepared for use. The physician noted the same resistance while inserting the 14f isleeve introducer sheath (lot: 30785558) into the patient anatomy. The 14f isleeve introducer sheath (lot: 30785558) was able to be suitably positioned. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral delivery system (tf ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced through the 14f isleeve introducer sheath (lot: 30785558). The acurate neo2 valve was successfully implanted to treat the native aortic annulus. After removal of the 14f isleeve introducer sheath (lot: 30785558) it was noted that there was a small dissection in the right femoral artery. The dissection was treated with the inflation of an unknown manufacturer's balloon catheter with acceptable results. Patient status: no patient consequences were reported.